Manufacturer narrative:
The system was serviced in the field. In summary, no faults were found. The system performed as intended. Codes b01, c19, and d14 are applicable. H6) multiple annex a codes were applied to capture this event. A23 captures the unavailable button for the image acquisition system while a0902 captures the distorted images and screens. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during registration, the patient images and screens on both the main and camera cart were distorted and not properly fit to the screen. Additionally, there was no button available to access the image acquisition screen. The site bypassed the issue by using another navigation system. It was also noted, however, that the surgery was aborted. There was no impact to patient's outcome and surgical delay was not provided. It was noted that the system was connected to external monitors in the operating room that had recently been integrated with 'brainlab'. Additional troubleshooting was performed. The issue was unable to be replicated. It was noted the system had functioned properly pre and post issue occurrence. It was unknown whether the system was connected to external monitors when it functioned as intended. It was confirmed the external video toggled was enabled. It was noted the external video resolution was set to auto.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the surgery proceeded with another navigation system at the hospital. The manufacturer representative confirmed that surgery was not aborted. It was also confirmed that there was no amount of delay to the procedure, as the manufacturer representative stated that the issue was discovered during pre -operative.